Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incident reported from this lot. The supera instruction for use (IFU) states: under fluoroscopy, initiate stent deployment by advancing the thumbslide while allowing the outer sheath to retract proximally. Evaluate the initial location of the distal end of the supera stent. Minor repositioning can be done if full vessel / duct wall apposition has not been achieved. Following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined that the reported difficulties appear to be user related and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that following pre-dilatation, a supera stent delivery system (sds) advanced to the external to common iliac artery, moderately calcified and 90% stenosed lesion. Stent deployment was performed; however, the supera stent partially deployed in the non-abbott sheath and the tip of the supera delivery system was caught within the non-abbott sheath. While retracting the thumb slide, the tip separated. The guidewire was then accidently removed from the patients anatomy. Reportedly, proper stent placement was not checked using fluoroscopy. Additionally, the thumbslide was not relocked as per instructions for use (IFU). The supera delivery system was removed without the separated tip, which was successfully snared and removed from the anatomy. The supera stent remained successfully deployed at the intended location. There was no adverse patient effect and no clinically significant delay in procedure. Reportedly, the patient did well. There was no additional information provided regarding this device issue.